Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician expressed difficulty screwing the left ventricular (lv) lead into the header of the device. The physician noted "it was coming out". A setscrew problem is suspected. The device was removed and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.